Event description:
It was reported that during a pta/stenting treatment procedure in a very tight, calcified 99% stenotic lesion in the renal artery, the stent would not deploy. Initially, a 7f lima guide was used inside a 7f pinnacle sheath. The physician advanced a thruway wire and was unsuccessful in crossing the lesion. A choice pt .014 wire was then advanced and again the physician was unsuccessful in crossing the lesion. A v18 wire which did successfully cross was used and the lesion was then pre dilated using a 4 x 2 balloon. This maneuver opened it slightly but when the balloon was deflated and withdrawn the vessel immediately recoiled. The physician decided to place a stent so a nir royal was introduced and advanced. The physician inflated the balloon to deploy the stent and on the first inflation the balloon ruptured at 3 atm. The proximal end of the stent had opened slightly but nothing else. The md attempted to pull the stent back into the sheath but because the end was flared, it was not possible to recapture it. The stent delivery system was pulled back along with the guide catheter to the access site in the femoral artery. At that point the stent came off the balloon. A small incision was made and a surgeon used a hemostat type instrument to reach in and successfully retrieve the stent. Hemostasis was maintained by inserting an 8f sheath and a second nir royal stent was introduced and successfully deployed. Procedure time was extended but the procedure was considered successful and the pt is reported as "fine" following the procedure. After the procedure, the balloon was examined and a puncutre was noted in the proximal end. Per the reporter, the balloon probably got caught on calcified plaque causing the hole which led to the rupture.